Event description:
Additional information was received that the implantable cardioverter defibrillator was reprogrammed successfully. The patient was stable.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Patient exhibited arrythmia but anti-tachycardia pacing (atp) failed to convert rhythm. No intervention was performed. Patient status was unknown.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing. The device will continue to be monitored. There were no patient consequences.